Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported: plaintiff alleges the right abgii/rejuvenate hip implanted on (B)(6) 2012 required a revision surgery on (B)(6) 2019.